Event description:
It was reported that per the physician, the patient's increased seizures were unrelated to the vns and were below pre-vns baseline, that after a settings change, the patient's coughing and pain had resolved. Device diagnostics were fine. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she was having some seizures. She was also getting random coughing spells and having constant pain in her throat and at the generator site. Her generator was replaced two weeks prior. No further relevant information has been received to date.